Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been intermittently alarming motor error over the last 6 to 9 months during manual prime but now he was unable to prime. The drive support cap was half flush and half slightly recessed. Blood glucose value was 160 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to perform basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to motor error alarm. The motor was tested outside of the device and passed. The insulin pump has cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.